Event description:
The surgeon reports that during intraocular lens (iol) implant surgery,she noticed a broken haptic after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested. The pt's outcome was good.